Manufacturer narrative:
Integra completed its internal investigation 11/09/2015. The investigation included: method: -DHR review. - review of complaint management database for similar complaints. -visual examination. Results: the DHR review has been deemed satisfactory. The reviewed service history documentation for cam01 monitor serial number (B)(4) has identified no impact on complaint incident. A minimum of 12 month review of cam01 monitor customer complaints was completed using the following key words ¿display issue¿ and a root cause ¿connection failure¿ in the search criteria. The key word search review of the complaints contained all and/or part of the key words to complete a comprehensive trend review. This review encompassed dates 31-jul-2014 to 03-nov-2015. Five complaints contained the search criteria. The analysis of the complaint investigations and root cause reports has concluded one complaint for the reported failure with the root cause identified as a connection failure. No trend has been identified. Visual inspection: reported failure was confirmed; during investigation it was observed that the monitor did not show any display due to the monitor inner flex cable being shifted out of the connector. Also, the bed hook was found to be bent. As part of the repair, the inner flex cable was fitted into board connector and the bed hook was replaced. The cam01 monitor was fully calibrated and tested to specifications prior to being returned to customer. Conclusion the failure analysis investigation has concluded the cause of the cam01 monitor black screen was due to the inner flex cable being disconnected from the board connector, thus connection failure.

Event description:
Black screen / no display was reported. Additional information was requested and on 31 jul 2015, the following was received: the monitor stopped working when the (B)(6) female patient was being monitored. The patient was sedated. No further information was provided.